Event description:
It was reported that this system with a cardiac resynchronization therapy pacemaker (crt-p) and a right ventricular (rv) lead showed high, out of range pacing and sensing impedance spikes in unipolar. Bipolar impedance was within normal ranges when sitting still. At the time of the call, the impedance was stable but with noise. Sensitivity adjustments were recommended so that noise was not over sensed. Both crt-p and rv lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy pacemaker (crt-p) and a right ventricular (rv) lead showed high, out of range pacing and sensing impedance spikes in unipolar. Bipolar impedance was within normal ranges when sitting still. At the time of the call, the impedance was stable but with noise. Sensitivity adjustments were recommended so that noise was not over sensed. Additional information was received mentioning that almost a year afterwards the patient went for a system revision, but the lead polarity was changed to bipolar pace/sense and all measurements were within range. The system was not replaced as the values were appropriate after the mentioned reprogramming. Both crt-p and rv lead remain in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this system with a cardiac resynchronization therapy pacemaker (crt-p) and a right ventricular (rv) lead showed high, out of range pacing and sensing impedance spikes in unipolar. Bipolar impedance was within normal ranges when sitting still. At the time of the call, the impedance was stable but with noise. Sensitivity adjustments were recommended so that noise was not over sensed. Both crt-p and rv lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.